Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Additional information received: update event date to "mar 16, 2023" from "apr 3, 2023". Additional information was requested, and the following was obtained: what procedure was done (pneumonectomy = removing of the lung which would not include stapling)? Unknown. Where on the lung were the staples applied? Unknown. Did the patient have an underlying lung issue? Unknown. What was the patient¿s diagnosis? Lung cancer. Does the surgeon believe that the post-op bleeding was from lung or other structures? The surgeon guessed that the bleeding was from staple line. Was a lymph node dissection done? Unknown.

Event description:
It was reported that during a thoracoscopic pneumonectomy the stapler was used to transect lung tissue . After the procedure, oozing occurred, causing fever and pleural effusion. Puncture and anti infection treatment were given. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. Batch # x96d2j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what procedure was done (pneumonectomy = removing of the lung which would not include stapling)? Where on the lung were the staples applied? Did the patient have an underlying lung issue? What was the patient¿s diagnosis? Does the surgeon believe that the post-op bleeding was from lung or other structures? Was a lymph node dissection done? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.